Event description:
It was reported that the 9800 sys screen went white during a case. Also, there was a problem with the vertical lift column and exposure switch. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The single board computer upgrade kit was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.